Event description:
(B)(4).

Manufacturer narrative:
On 04/03/2012, medical action industries (mai) (B)(4) facility received from (B)(6) rn of (B)(6), a copy medwatch report which was then forwarded to mai complaint unit (B)(4) and received on 04/13/2012. Mai has not previously received this complaint and assigned complaint # (B)(4). (B)(6) was contacted for further information and forwarded a copy of the photograph of the patient's arm with a superficial laceration, she also stated that she had the original chloraprep applicator and packaging. Mai contacted carefusion the manufacturer of the complained chloraprep and issued scar #(B)(4), arrangements were also made for (B)(6) to mail the complained sample directly to carefusion, attention (B)(4) - front desk, for their evaluation. The sample was received by carefusion on april 20th 2012. Carefusion issued complaint #(B)(4). Carefusion's response to scar # (B)(4) will be reviewed and kept on file once received. In addition, this occurrence has been entered into mai's formal complaint system in which defect trends are closely monitored.